Event description:
On (B)(6) 2015, it was reported that an im nail implanted in the pts right femur was replaced due to a non-union condition.

Manufacturer narrative:
A prod investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the non-union condition is unk. The original im nail was replaced with a 10mm x 300mm, standard nail, using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the pt and the fracture. No one can predict a non-union or a failure to heal. Sign fracture care intl continues to monitor non-union events as part of our post market activities.